Event description:
The device was implanted on a pt who presented with head trauma. The pt underwent a craniectomy and the licox system was placed on the opposite side of the craniectomy in 2004. The im3.st contained cc1.sb lot number 081203, im3 lot number 231003, and c8.b 141003. The cc1.sb of the licox system was in the grey matter of the brain instead of the white matter. Pbo2 values were still obtained but different than what is usually expected in white matter. Given the medical state of the pt a placement of a new system was not an option at the time. The icp and temperature monitoring were obtained from the licox device. Two days later a second licox device was placed on the pt and functioned as desired. The first licox device was removed and the oxygen probe was observed to be bent. The director of clinical research reports it would be best if the oxygen probe could be a little more rigid or the sleeve long enough to guide the pbto2 probe to the correct position. These device related concerns, risk to the pt (infection, hemorrhage a second bur hole) and the add'l costs related to multiple device placements are some of the user facility concerns.